Event description:
It was further reported that during a percutaneous coronary intervention procedure, vascular access to the denovo target lesion was obtained via the radial artery. The nc quantum apex mr balloon catheter was advanced through a previously placed stent. The nc quantum apex mr balloon catheter was removed intact.

Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. Utilized for post dilation of an unspecified stent, a 15mm x 3.50mm nc quantum apex mr balloon catheter ruptured during the first inflation at nominal burst pressure the nc quantum apex mr balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).